Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer stated that he had received a series of no delivery alarms, had already gone through troubleshooting procedures, and requested to replace the insulin pump. The customer's blood glucose was 145 mg/dl. He stated that the insulin pump's display screen did not show any updates. He stated that, when his blood glucose was outside of a certain range, the insulin pump did not alarm to inform him. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.